Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -12.5/+4/101 diopter, into the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vault, lens rotation, pupil block with elevated iop, and an iris that will not decrease in size. The lens was repositioned. The surgeon notes that an exchange is planned, repositioning did not work. To date, unable to obtain information regarding if/when an exchange occurred. The lens has not been returned for evaluation.